Event description:
It was reported that approximately three weeks post-implant of this artificial urinary sphincter (aus), the patient experienced infection of the wound. No further information has been reported regarding a revision. No additional patient complications were reported.

Event description:
It was reported that approximately three weeks post-implant of this artificial urinary sphincter (aus), the patient experienced infection of the wound. Also, after one month of the surgery the patient started to experience recurring incontinence again. No further information has been reported regarding a revision. No additional patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available there was no report of a device performance allegation. The reported patient symptoms infection and incontinence are known risk associated with the procedure and indicated in the labeling. B5: describe event or problem and h6: patient codes were updated.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that approximately three weeks post-implant of this artificial urinary sphincter (aus), the patient experienced infection of the wound. Also, after one month of the surgery the patient started to experience recurring incontinence again and some thime, later, hematuria and inflammation in the urethra. No further information has been reported regarding a revision. No additional patient complications were reported.

Manufacturer narrative:
B5: describe event or problem and h6 patient codes have been updated. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that approximately three weeks post-implant of this artificial urinary sphincter (aus), the patient experienced infection of the wound. Also, after one month of the surgery the patient started to experience recurring incontinence again and some thime, later, hematuria and inflammation in the urethra. No further information has been reported regarding a revision. No additional patient complications were reported.